Event description:
Report 1 of 2. Report received form the USA stating the during a transformal fusion surgery the device "would not service the cutter." There was no delay to the surgery. The reporter stated that the doctor used a "different process" and was able to complete the case successfully. The reporter stated that no injuries or medical intervention occurred. All available pt information was disclosed. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the cutter can be inserted and removed and designed. The event was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).